Manufacturer narrative:
H3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the snare of an indy otw vascular retriever separated from the catheter during a thoracic endovascular aortic repair (tevar) procedure for a 71-year-old male patient. A competitor pull-through wire was selected for insertion of the delivery system. The wire guide was advanced from the left brachial artery into the descending aorta. The indy otw vascular retriever was introduced via a competitor's 22fr sheath from the right femoral artery and the competitor wire was snared. During the attempt to retrieve the wire, the snare was severed. The remaining catheter was then removed from the patient. Fluoroscopic examination revealed that the severed portion of the device was slightly proximal to the 22fr sheath, around the thoracoabdominal region and remaining on the competitor wire used to guide the complaint device. As the 22fr sheath was already in place, a second competitor wire and indy otw vascular retriever were inserted to retrieve the severed snare tip. During retrieval, the severed snare became entangled with the second wire. As a result, a third indy otw vascular retriever was used to catch and pull the competitor wire, completing the pull-through. The severed snare tip was successfully removed from the patient, and the procedure was completed uneventfully as planned. It was noted that it did not appear that excessive force was being applied to the device at the time of separation. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. This report captures the indy otw vascular retriever snare that separated during the attempt to snare the competitor wire.